Event description:
Intraoperatively the pin broke twice. One fragment remained in pt's clavicle. It will not be removed as this would be too complex. Surgery prolongation about 20 minutes.

Manufacturer narrative:
Examination of the returned product by a depuy (B)(4) material research scientist confirmed the fracture. A torsional load was applied that exceeded the material strength of the component leading to torsional overload failure. No evidence of material or manufacturing defects was observed. A search of the complaint database found no prior reports for this part and lot number combination. Review of the device history records and inspection records found no manufacturing deviations or rejections. A previous investigation found product development, marketing, and surgeon input has determined that the 2.5 mm pin needs to have a short version for small pts to help prevent breakages. (B)(4) was initiated on july 28th, 2009 to address the corrective actions. No further action was taken. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.